Event description:
Hypercalcemic, terminal lung pt in nuclear medicine dept on table for a lung scan. Pt's left arm across chest for lateral view while camera rotated on circular gantry. Due to weak, emaciated condition, pt's arm slipped off abdomen and watch became caught on the counterweight cover where encased cable enters the cover. As camera rotated, the cover pulled the watch causing the left forearm to bend and break. Emergency stop button pushed. Gantry was moved in opposite direction to release arm.